Manufacturer narrative:
No evaluation conducted to date pending device return.

Event description:
It was reported that the t2 deployed simultaneously with the t1.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been trimmed to the surgeon¿s desired length. T1 is free from the needle and the suture has been pulled out of the fixed straw. T2 remains on the needle and has been advanced to the dimple. The trigger has not been fully advanced. The trigger was fully advanced, t2 advanced to the pre-deployment position at the tip of the needle as intended. The device was then tested for deployment using a rubber meniscus model, t2 deployed as intended. Reported complaint of t2 pre-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. User error cannot be ruled out.